Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
It was reported that a (B)(6) male presented to the emergency department with an st-elevation myocardial infarction. The patient underwent an acute myocardial infarction/cardiogenic shock procedure when presented to the physician which attempted to deliver a 14 fr introducer device, however, insertion was ultimately aborted after the device became damaged due to patient's calcified vasculature. It was noted that the common femoral artery was dissected while attempting to access. As a result, the introducer was removed and an intra-aortic balloon pump was placed. Patient reported as stable.

Manufacturer narrative:
Device was used in treatment. The device was discarded and not returned for analysis. Several attempts were made to obtain additional patient and event information. There was no specific performance related failure reported by the user. No further investigation is required. The lot number was not provided by the customer, therefore the device history records could not be reviewed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. No further follow-up is required. The device was not returned and there was no specific performance related failure reported by the user. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.